Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('having heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("hip pain and butt pain"), alopecia ("hair fall") and asthenia ("loss of energy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia outcome was unknown and the arthralgia, alopecia and asthenia had resolved. The reporter considered alopecia, arthralgia, asthenia and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menorrhagia, alopecia, arthralgia and asthenia. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received events " loss of energy, hip pain and burt pain, hair loss" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('having heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included gabapentin and gabapentin (neurontin). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("hip pain and butt pain"), alopecia ("hair fall"), asthenia ("loss of energy"), visual impairment ("vision getting worse"), tinnitus ("ear ringing"), erythema ("eye redness all around"), fibromyalgia ("fibromyalgia") and somnolence ("drowsiness"). The patient was treated with surgery (hysterctomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, visual impairment, tinnitus, erythema, fibromyalgia and somnolence outcome was unknown and the arthralgia, alopecia and asthenia had resolved. The reporter considered alopecia, arthralgia, asthenia, erythema, fibromyalgia, menorrhagia, somnolence, tinnitus and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received: new events fibromyalgia, drowsiness added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('having heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("hip pain and butt pain"), alopecia ("hair fall"), asthenia ("loss of energy"), visual impairment ("vision getting worse"), tinnitus ("ear ringing") and erythema ("eye redness all around"). The patient was treated with surgery (hysterctomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, visual impairment, tinnitus and erythema outcome was unknown and the arthralgia, alopecia and asthenia had resolved. The reporter considered alopecia, arthralgia, asthenia, erythema, menorrhagia, tinnitus and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- visual impairment, ear ringing, erythema periorbital, reporter was added. On 23-mar-2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('having heavy periods') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hystorectomy). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.